Event description:
As reported, the balloon of the 5f mynx control vascular closure device (vcd) ruptured during the procedure. There was no reported injury to the patient. The device was stored and prepared in accordance with the instructions for use (IFU). The deployer was certified in using the mynx device. The device storage temperature did not exceed 25 degrees °c. It was removed from the package as per instructions for use (IFU). No anomalies were noted prior to use. There was no difficulty during preparation, and no resistance or friction was encountered while advancing through the non-cordis 5f sheath. The provided syringe was used to inflate the balloon, but the amount of saline used is not available. The stopcock was locked after inflation. Unusual force was not applied when retracting the sheath. There was no presence of pvd or calcium, nor scar tissue, in the vicinity of the puncture site. Fingertip compression was maintained on the skin during device removal. Bleeding was noted immediately after sealant deployment and device removal. The device will be returned for further analysis and evaluation.

Manufacturer narrative:
As reported, the balloon of the 5f mynx control vascular closure device (vcd) ruptured during the procedure. There was no reported injury to the patient. The device was stored and prepared in accordance with the instructions for use (IFU). The deployer was certified in using the mynx device. The device storage temperature did not exceed 25 degrees °c. It was removed from the package as per instructions for use (IFU). No anomalies were noted prior to use. There was no difficulty during preparation, and no resistance or friction was encountered while advancing through the non-cordis 5f sheath. The provided syringe was used to inflate the balloon, but the amount of saline used is not available. The stopcock was locked after inflation. Unusual force was not applied when retracting the sheath. There was no presence of pvd or calcium, nor scar tissue, in the vicinity of the puncture site. Fingertip compression was maintained on the skin during device removal. Bleeding was noted immediately after sealant deployment and device removal. A non-sterile "mynx control vcd 5f" involved in the reported complaint was returned for investigation inside a clear plastic bag. Visual inspection of the received device showed that button 1 button 2 were not depressed. The syringe was received connected to the device and the procedure sheath was not received for evaluation. The stopcock was observed open. The balloon was found fully deflated. In addition, the sealant was found fully covered by the sealant sleeves and no damages were observed on sealant sleeves assembly. The inflation/deflation test, as per the mynx control instructions for use (IFU), was conducted. The findings indicated a balloon leak in the ballon of the returned device. Upon visual inspection at high magnification, a longitudinal tear was discovered in the balloon of the returned device. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as "balloon-balloon loss of pressure" was confirmed. Balloon loss of pressure was caused by a longitudinal tear in the balloon of the returned device. However, based on the information provided, the condition of the returned device and the investigation performed, the root cause of the tear could not be conclusively determined. Procedural factors and/or handling process may have contributed to the failure as reported. Access site vessel characteristics and/or concomitant device factors are likely since certain vessel conditions at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, "the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture." Also stated in the IFU during product preparation, "confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture." Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Section e1: phone # (B)(6).

Event description:
As reported, the balloon of the 5f mynx control vascular closure device (vcd) ruptured during the procedure. There was no reported injury to the patient. The device was stored and prepared in accordance with the instructions for use (IFU). The deployer was certified in using the mynx device. The device storage temperature did not exceed 25 degrees °c. It was removed from the package as per instructions for use (IFU). No anomalies were noted prior to use. There was no difficulty during preparation, and no resistance or friction was encountered while advancing through the non-cordis 5f sheath. The provided syringe was used to inflate the balloon, but the amount of saline used is not available. The stopcock was locked after inflation. Unusual force was applied when retracting the sheath. There was no presence of pvd or calcium, nor scar tissue, in the vicinity of the puncture site. Fingertip compression was maintained on the skin during device removal. Bleeding was noted immediately after sealant deployment and device removal. The device will be returned for further analysis and evaluation.